Manufacturer narrative:
Siemens filed an initial MDR on (B)(6) 2019 for discordant, falsely low autoantibodies to thyroglobulin (anti-tg ab) obtained on patient samples on an immulite 2000 xpi instrument. Additional information (05/17/2019): siemens has reviewed the instrument data files. There is no indication of sample level or reagent level sense issues for the samples run on (B)(6) 2019, however a review of the error log shows multiple water supply low errors (12508). The operator corrected the issue before a water supply empty error (12409) occurred. The water supply being low would not cause the discrepant results. At the time of testing, the customer had a clot detect error that may a contributing factor. The instrument is operational and running without issues. Based on the information provided, the cause of the discordant results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Discordant, falsely low autoantibodies to thyroglobulin (anti-tg ab) were obtained on patient samples on an immulite 2000 xpi instrument. The customer observed clot detected errors approximately an hour before the samples had resulted and afterwards had cleaned the sample probe. Siemens is investigating.

Event description:
Discordant, falsely low autoantibodies to thyroglobulin (anti-tg ab) were obtained on patient samples on an immulite 2000 xpi instrument. The discordant results were reported and questioned by the physician(s). The patient samples were retested on the same instrument, resulting higher. The higher repeat results were reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant immulite 2000 xpi anti-tg ab results.